Event description:
The hospital reported that during an aortic arch replacement and aortic valve replacement, the 8 mm 60cm hemashield platinum wdv st was anastomosed to right subclavian artery and used as blood outlet port. During the surgery a blood leak was noted from the entire surface of the graft. Extracorporeal circulation was being conducted when the event occurred. The patient did not require a transfusion and the amount of blood loss was unknown. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).